Manufacturer narrative:
It was reported that a procedure is planned to perform patella resurfacing. Poly inserts will be exchange during the procedure. It was also reported that the patella was not resurfaced during the primary surgery. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a procedure is planned to perform patella resurfacing. Poly inserts will be exchange during the procedure. It was also reported that the patella was not resurfaced during the primary surgery.